Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon from the stent was encountered. The treatment was for a 100% stenosis, severely calcified lesion in a severely tortuous in-stent restenosis of the right coronary artery(rca). The patient had an unknown type and size stent deployed in the rca in 2001. In 2005 the vessel was totally occluded. After predilation the physician successfully deployed a taxus express2- 3.5x32 mm stent in the distal rca at 12 atms. Upon withdrawal the fully deflated balloon was sticking to the stent. The physician successfully removed the balloon from the stent by inflating and deflating multiple times and using brute force. The stent catheter, bmw guidewire and jr4 guide catheter were removed together as one unit. It is noted that the physician stated that he felt the balloon was sticking on structures of the old stent. No patient injuries or complications were reported. Patient status is reported as "fine".